Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 420 mg/dl; cause was unknown. Bolus was delivered to address elevated bg level. Additionally, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged approximately 4-5 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Tandem technical support performed a pump system check and determined to pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.